Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the low blood glucose. Customer¿s blood glucose level was 48 mg/dl. Customer declined the troubleshoot for low blood glucose. Customer stated that they were treated with glucose tabs. Customer stated that insulin pump was dropped and had physical damage. Customer stated that insulin pump had damage to belt clip. Customer was assisted with preforming self test. Insulin pump passed the test. Customer was assisted with fill cannula but customer was unable to complete. Device will not be returned for analysis.